Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(6). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 1211225, 1229261, xe2c21005, 2421648, yw3c61000, y1wdb1000, b2yfn1000, b45hs1000, and b2rbw1000. A search of the complaint database finds additional reported incidents against lot code 2457575 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient seeking legal action. Pfs received. Medical records received. Pfs alleges that the patient suffers from pain, swelling, discomfort, elevated levels of cobalt chromium, and stem loosening on the right side. Records are available on the l drive if needed for further review. Update: (B)(4) 2013 - litigation papers received. There is no additional information that would affect the outcome of this investigation. Update: (B)(4) 2013 - additional litigation papers received. In addition to what was previously reported, it is now alleged that the patient suffers from inflammation, infection, multiple dislocations and lack of mobility. All products are being reported to address these issues.